Event description:
It was reported that a needle with the incorrect length was packaged with the bd syringe¿ luer slip with needle.

Manufacturer narrative:
Investigation summary: one photo was returned for investigation and observed needle in different length. Manufacturing process has been reviewed from needle assembly process to syringe assembly process. According to the material transaction records, there was one bag ((B)(4) pcs) of needle (25g 1in) transferred wrongly to syringe assembly process by utility technician. The most probable root cause could be due to wrong material issued to syringe assembly process, the associate might have detected the wrong needle material after loaded into the hopper and have sorted out the wrong material from the hopper. However, it was suspected that the clearance of wrong material was not done properly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle with the incorrect length was packaged with the bd syringe¿ luer slip with needle.